Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial number & primary UDI#). Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the main board. The board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.